Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #30 was removed due to infection. Implant became infected and needed to be removed. Symptoms as a result of the event: abscess & pain.